Event description:
During case fluoro stopped. Reboot did not help at first, was a delay then started working

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected system was in clinical use for a diagnostic procedure. The procedure was stopped, after a delay system started working. The philips field service engineer (fse) inspected the system on site and confirmed that the fluoroscopy stopped working. Upon functional analysis fse found the system interface board (sib) as it loses signal under fluro or cine. Fse replaced the sib and system was returned to use in good condition. The codes were updated based on the investigation outcome.